Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump date, and customer resumed insulin therapy. Customer's blood glucose ranged from 296-400 mg/dl.